Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1050742. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Investigation conclusion: the complaint gauge is 24g, assembly at auto line at 2021/03, lot quantity is (B)(4); a review of the in process test and outgoing test report for this lot product found that all test results meet the product specifications; no abnormality discovered. Reviewed the assembly record and there no nonconformities, deviations or rework activities for this lot product. Cannot identify the root cause of the defect. The complaint trend will be tracked and monitored.

Event description:
It was reported that the bd pegasus" safety closed IV catheter system experienced leakage at the catheter and hub junction. The following information was provided by the initial reporter: the patient was admitted for demyelinating leukoencephalopathy and intracranial space occupying lesions. On (B)(6) 2021, the nurse in charge performed indwelling needle intravenous infusion therapy on the patient as advised by the doctor. After all the materials were prepared, the packaging of the articles was complete and without damage, puncture was performed to enter the patient's blood vessel, blood was returned and the needle was withdrawn. When the liquid medicine was opened, fluid leakage was found between the catheter base and the catheter, and the indwelling needle was replaced immediately. The puncture was successful, the patient completed the treatment successfully, and the patient was comforted. The incident delayed patient care, wasted medicines, and the risk of infection, which in turn increased the risk of major disease harm.